Event description:
It was reported that a pacemaker was implanted. A 27mm lotus edge valve was implanted. The patient experienced conduction issues and received a pacemaker the same day as the implant procedure.

Event description:
It was reported that a pacemaker was implanted. A 27mm lotus edge valve was implanted. The patient experienced conduction issues and received a pacemaker.